Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number and should be voided. Reportability will continue under MFR number 0001825034 (war)

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number and should be voided. Reportability will continue under MFR number 0001825034 (war). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the flexible drill shaft broke. There is no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.